Event description:
Related manufacturer reference number: 1627487-2022-01088. Related manufacturer reference number: 3006705815-2022-00984. It was reported that the patient experienced discomfort at the ipg site. Patient also had high impedance on 1 contact. As such, surgical intervention took place on (B)(6) 2022 wherein the existing ipg pocket site was resolved and one lead was explanted replaced with a new lead addressing the issue. Reportedly, issue was resolved and therapy was confirmed post op. Note: it is unknown which lead was explanted. Hence, both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.